Event description:
A medtronic representative reported that during an o-arm spinal fusion procedure, navigation was alleged 2mm inaccurate. The surgeon was navigating only the passive planar blunt. When touching spinous process, the probe appeared 2 mm inferior. No other instruments were navigated. The surgeon continued to use navigation to complete the case. There was no impact on the patient outcome.

Manufacturer narrative:
A medtronic representative at the site could not replicate the inaccuracy with a spine model. Multiple navigated spins were taken on both sides of the o-arm and were accurate. The medtronic representative spoke with the user and was informed that the surgeon had performed multiple osteotomies as well as manual manipulation of the pelvis prior to the alleged inaccuracy which could cause reference frame movement. In addition, the open spine clamp which houses the reference frame was put on t8 while navigation was taking place from l3-s1 and the closer to the frame the better the accuracy.